Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing and passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. The belt evaluation confirmed that the front therapy electrode was leaking gel. The root cause of the gel leak was unable to be positively identified.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation under the lifevest. The patient reported that she had a nickel allergy and that her skin was red and swollen under the electrodes. It was reported that the rehab center doctor removed the device and placed the patient on telemetry. A cortisone ointment was being used on the area. The final medical outcome of the irritation is unknown as the patient ended use of the device.